Event description:
International affiliate reported that pt was seen at an unspecified time following orthopedic procedure for stitch abscess. Suture was used for subcutaneous site closure. Attending saw the pt for removal of suture. Site was closed with another suture. No hospitalization or medications were required.